Manufacturer narrative:
H3: product analysis: evaluation determined that the tube is not able to retract as the rotating dial being stuck. The likely cause of the failure was due to the distal bearings were detached. However, it was also noted that the laser markings were illegible, the bearings, the input and output drive shaft and the closure was worn. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that customer had issue with the attachment. It was reported that there was no patient or staff impact. Additional information was received stating that bearings were detached found in analysis.